Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black, without any graphics or text. Customer's blood glucose was 192 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the touchscreen unreadable issue was verified, and a different issue was identified.